Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that with the charging lamp illuminated in orange, ¿device not detected¿ displayed. When the charge button was pressed, ¿charging attempt in progress¿ displayed. For approximately the past six months, the above ¿symptoms¿ have occurred frequently, and charging has not progressed easily. Contributing factors were unknown. Troubleshooting was performed. When operation was performed at hand, ¿device not detected¿ displayed, and when the charge button was pressed, ¿charging attempt in progress¿ displayed, with the lower numerical values all showing 100 on the left, center, and right. When attachment and detachment of the battery pack was performed in order to check the serial, the normal battery remaining screen came to be displayed, and the charge levels were 80% for the stimulator and 80% for the controller. It was stated that before making the phone call, the stimulator was at 40% and the controller was at 100%, and that it was considered unusual that the stimulator charge level suddenly increased by as much as 40% even though charging had not progressed at all. For the time being, because the normal screen had returned, it was proposed that the situation be monitored as is; however, because this ¿symptom¿ has been recurring for approximately six months and charging has been difficult, a request was made for contact from the person in charge, and handling was requested. Issue was not resolved. Additional information was received reporting that the patient not was able to eventually communicate with the device. The causes were unknown. The action taken was the recharger will be replaced on (B)(6) 2026 and it will be resolved.